Event description:
It was reported that during a pulse field ablation (pfa) procedure the patient experienced a transient spasm. After off label ablations to the cavotricuspid isthmus (cti) the spasm occurred. Nitroglycerin was administered and the procedure was completed without further complications. The catheter is not expected to be returned due to the anonymous nature of the initial reporter.

Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.